Event description:
It was reported that during a gastric bypass procedure, the white pad came off of the jaws of the device. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). New information. The file is not reportable

Event description:
New information - the tissue pad did not detach.